Event description:
The facility representative contacted baxter on 25 june 2010 to report an infusor that had a ruptured bladder. The patient took the bottle out of their pocket and dropped the bottle on the floor at the hospital and it ruptured. The bottle had fluorouracil and saline. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The sample and lot number are not available.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed. A batch review has been performed; all release criteria were met for the production of this lot. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unknown date, a break in aseptic technique occurred, described as the "patient made a mistake, did not wear a mask, and area not clean before starting peritoneal dialysis". On (B)(6)2010, the patient was diagnosed with peritonitis. The patient was not hospitalized for the peritonitis. On an unknown date, the patient began remedial therapy with fortum (1gm, three times a day). Pd therapy was ongoing. It was unknown whether the peritonitis resolved.